Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a cracked casing issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as the casing issue was not resolved.